Event description:
The customer reported the unit has an error message, "pad cable failure", found during preventative maintenance. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit has an error message, "pad cable failure", found during preventative maintenance. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. There was no reported patient involvement.